Event description:
It was reported that the syringe module had an accuracy issue. It was noted that there was a discrepancy of 1 to 2 mls between the volume that the syringe pump was reading and the volume calculated that should be in the syringe. There was patient involvement but no patient harm.

Manufacturer narrative:
Describe event or problem, labeled for single use additional information: date of event, concomitant med prod data, device available for eval, returned to manufacturer on, reporting office contact, device return to manufacturer, device eval by manufacturer, imdrf annex a, g, b, c and d grids, manufacturer narrative (shr statement) omit: a140504 - inaccurate delivery (2339) a review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Additional information: annex a: a0404, a1801. Annex g: g04058, g02017. Annex c: c070606, c0601. Annex d: d02, d01.

Event description:
It was reported that the syringe module had an accuracy issue. It was noted that there was a discrepancy of 1 to 2 mls between the volume that the syringe pump was reading and the volume calculated that should be in the syringe. There was patient involvement but no patient harm.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 05jul2018. The review was performed from the date of manufacture to the present date 08apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an unknown accuracy issue. There was patient involvement but no patient harm.